Manufacturer narrative:
Conclusions: device investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The problems described in the patient report seem to match this finding. This is a combined initial and final report.

Event description:
The patient started to hear intermittently in (B)(6) 2017 and when the sound returned it was not as clear as before. The patient also heard "click and cracking" noises. As per further information received, the system later stopped working completely. No changes in health, swelling or abnormalities with the skin flap were noted. Re-implantation took place.